Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a cartridge successfully on the pump.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.